Manufacturer narrative:
Complaint statement (B)(4): no material numbers or batch numbers were provided by the customer. No further information or clarification was received from the customer. Due to insufficient information, the complaint is closed as cannot be determined.

Event description:
Customer states that their hemolysis numbers have risen over the past few months, and they are trying to rule out causes. Customer advises it is not believed that increased hemolysis is due to the tubes since they are used on all patients, but this is one avenue to investigate.